Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-45 mg/dl. The cause of low bg was unknown. The customer was disoriented and received third party assistance from their roommate, who helped the customer walk and provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.